Event description:
It was reported that the ventilator generated technical error code indicating open safety valve. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the expiratory channel circuit board (pcb) and the safety valve to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs confirm the reported issue. The returned safety valve has been tested in a ventilator. It passed the pre-use check. No abnormalities were found during ventilation for 4 hours. The safety valve is working as expected. The returned expiratory channel pcb has been tested in a ventilator. It failed the pre-use check with multiple tests indicating that the safety valve is stuck at open state. During ventilation it alarmed for safety valve open and the ventilation was stopped due to this alarm. Electrical measurements on the expiratory channel pc board showed that a capacitor in the pull magnet supply circuit was shorted, which caused the safety valve to always be in open state. The expiratory channel pcb is a part of subsystem breathing bre. Main functions are responsibility for the patient treatment, i.e. How to regulate/measure the expiratory gas flow, it hold all the electronic connections to and from the expiratory cassette, it controls the expiratory valve as well. Moreover, it can control the safety valve in some situations, however other subsystem control the safety valve. In addition, it holds the electrical connectors for the expiratory and inspiratory pressure transducer pcbs. The expiratory channel pcb includes a memory backup battery. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault is present, it will be detected during pre-use check. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. The reported issue could be reproduced at the manufacturer site. The replaced expiratory channel pcb was faulty which led to the reported issue due to a shorted capacitor, that is part of the safety valve function. The reason why the capacitor were shorted may be due to too low life length/not enough robust component. This type of pcb is currently not used in manufacturing of the ventilators and has been replaced since 2016 with a new pcb that have more robust/lifetime components.

Event description:
Manufacturer's ref.#: (B)(4).